Manufacturer narrative:
An event regarding instability involving a triathlon patella was reported. The event was not confirmed. Device evaluation and results: visual inspection of returned device was done as a part of mar. Mar confirmed that in-vivo service-related damage to the articulating surfaces of the patella insert was delamination. This is commonly identified damage mode on uhmwpe patella inserts. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) inserts. Medical records received and evaluation:not performed as no medical records were provided. Device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review of the complaint history confirmed that there were no other similar reported events for the lot. Conclusions: on the basis of mar , the investigation concludes that delamination was observed on the surface of device with slight damages. These damages are in-vivo service-related damage to the articulating surfaces of the patella insert was delamination. This is commonly identified damage mode on uhmwpe patella inserts. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) inserts. However, the exact cause of instability cannot be determined. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
While revising the patients knee for instability upon exposure, surgeon noted what appears to be delamination on the patella, medial surface of the tibia and backside of the post. The implants were removed and replaced at that time without complication.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
While revising the patients knee for instability upon exposure, surgeon noted what appears to be delamination on the patella, medial surface of the tibia and backside of the post. The implants were removed and replaced at that time without complication.